Manufacturer narrative:
The customer was sent a replacement pump in style to help resolve the issue.  The customer emailed back on 1/16/2017 to confirm she was prescribed the antibiotic cephalexin 500mg 4x a day for 7 days along with ibuprofen for discomfort and fevers.     The pump came back for evaluation and passed all functional tests.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on 1/16/2017 that her pump in style breastpump was having suction issues and that it appeared out of sync.  She was having problems with breastfeeding and developed mastitis and was prescribed antibiotics.